Event description:
A home pt contacted baxter's technical service center for assistance. Per initial report, the pt line of the homechoice set became disconnected from the transfer set for an unknown reason. Baxter's techincal service center assisted to home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.